Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with inratio2 meter compared to laboratory for one patient. Summary of reported results: testing date: (B)(6) 2013, inratio result: 1.3, laboratory result: 2.1, time between testing: 30 minutes, patient's therapeutic range: 2.0-3.0. No additional information was provided.